Event description:
Event description guidant received information that 34.0 months post implant, this implantable cardioverter defibrillator (ICD) was unable to be interrogated with a programmer or emit tones with a magnet application.